Event description:
I had to go through two surgeries to have the device removed because the pt experienced pain. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).